Event description:
It was reported that the introducer sheath separated at the hub during a diagnostic procedure. Surgery was required to retrieve the sheath body. There were no additional complications.